Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the black box review shows several ¿cs162¿ loss of prime due low non-zero force warnings. The display contrast is dim and pinkish upon start up. There was no loss of prime occurred during the investigation, unable to duplicate ¿loss of prime¿ complaint. The product performs within specifications. The battery compartment is cracked from the bumper pad down to the sealing. No battery cap was returned, test cap was able to fit to maintain electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.